Event description:
Boston scientific crm received information that this dextrus lead was explanted due to dislodgement, and successfully replaced with another lead. No adverse pt effects were reported. The date of implant was not made available to us.